Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and the hand activation feature was nonfunctional. However, it worked properly with foot switch assembly. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. In addition, an internal electrical test was performed and it was found a hand activation open circuit condition at the cable level, affecting the hand activation functionality of the handpiece. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the physician reported that during procedure surgery device indicated error "change handpiece". Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.